Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: unknown due to unknown date. Explanted date: unknown due to unknown date. Device manufacture date - unknown due to unknown lot number. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the first device reported. For the second device reported that was used on the same patient, see MDR 3013394970-2018-00860.

Event description:
The user facility reported that the physician stated that he had two failed angio-seal device deployments, one in each groin. The event happened about a month ago. The physician stated that maybe the patient's arteries could have been too small. Both devices were removed by a vascular surgeon.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.